Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a left video-assisted thoracic surgery (vats) pleural biopsy, while clamping of the lung tissue, the surgeon was not able to press the green button nor squeeze the handle. There was no patient injury. It was also reported that the surgical time was extended for more than 30 minutes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.